Manufacturer narrative:
(B)(4). Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) (B)(4), dosage form ¿ powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision due to instability. Date of implant: (B)(6) 2021, date of revision: (B)(6) 2022, (right knee).

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Primary operative notes (B)(6)2021 indicate the patient received a right total knee replacement due to right knee end stage arthritis and previous multiligamentous knee injury. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6)2022 indicate the patient received a right total knee revision due to having a twisting episode with a tearing feeling in her knee on the medial side, dislocation of the poly insert, pain and instability. Intra-operatively it was noted that polyethylene had dislocated and rotated 90 degrees. The insert and femoral components were revised to a hinged prosthesis. It was noted that the patient¿s femoral bone was brittle in appearance, therefore the surgeon applied 2 cables as a preventative measure ¿ no indication of fracture. The surgery was completed without indication of complication by the surgeon.